Event description:
It was reported that intraoperative, the customer experienced a mechanical issue with the endotracheal tube. The customer was unable to get return co2 and the patient's oxygen level desaturated into 30%. She was on the verge of coding when the customer determined that the et tube occluded past the vocal cords. The customer believes that the et tube folded on itself at the tip and cut off the patient's airway. As a result, the procedure was cancelled.

Manufacturer narrative:
(B)(4). The device has not been returned at this time. A product analysis has not been performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.